Manufacturer narrative:
The customer reported the filter device was leaking at the connection, and returned one used sample of material: 10011865, lot unknown. Upon initial visual examination, the set verified the complaint of leakage, with a crack in the female luer. The yellow female luer was cracked, allowing for a fluid breach. The manufacturing plant could not trace the root cause for the luer crack to internal process. The root cause is unknown. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that when writer did morning safety check it noted that the bed sheet was wet. Writer placed a blue towel underneath line (as repellent) to see where lines were leaking (was not easily visualized). All connections were tightened and noted to be leaking from tpn line were inserted into tpn filter device.